Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor issue. The customer's blood glucose was 160mg/dl at the time of incident. Trouble shooting was performed and found blood glucose value 160 mg/dl and sensor glucose value 350. The sg and bg difference is not within target range of glucose difference. Insulin delivery was suspended due to sg values. Sg value that triggered the suspend was 65. Threshold/low suspend limit in sensor settings 65. Advised carelink displays patterns and trends related to sg vs bg differences. Customer is unable to upload to carelink. Advised sending replacement sensor. The sensor product will not be returned for analysis.